Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85803 and 2032227-2014-03251.

Manufacturer narrative:
Inspected 1 opened and used enlite-serter. Performed insertion test using a new enlite sensor and rubber skin. Enlite-serter passed the test according to specifications. Enlite-serter connects and releases properly.

Event description:
Customer reported that he was hospitalized due to low blood. Customer stated that his sensor was giving incorrect readings and he was treating according to the sensor. Customer also stated that the sensors was getting stuck in the setter and was not releasing properly. Nothing further was reported.